Event description:
It was reported that "the deflux gel failed to come out of the syringe after the plunger was pushed; therefore, the gel could not go through the deflux metal needle. The patient was able to receive their deflux dose using a third syringe that had no issues. There were no missed doses or adverse events. For one of the syringes, the wings broke off, and none of the medication came out. The patient was under anesthesia, and the case proceeded without awakening the patient with another syringe. Indication for use: vesicoureter-reflux with reflux nephropathy with hydroureter in a child. No patient injury or consequence reported."

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: this complaint has been handled and closed as code 3b (broken flange) applies according to the complaint description and inspection of the returned sample. Returned sample inspection: one syringe in return. Number of units and lot is in accordance with report. The syringe has a broken flange. Picture: visual inspection has been performed of provided picture in terms of overall appearance. Picture displays one almost full syringe with a broken flange. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No previous similar reported complaints on the lot. No quality issues found connected to the raw material which can explain the complaint. The most probable root cause: not determined. No further actions will be performed within this complaint, however, the lot is monitored and if relevant, further investigation will be performed. Palette life sciences will continue to monitor and trend for reports of this nature. Will continue to monitor and trend for reports of this nature." Other remarks: n/a corrected data: n/a.